Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead it had to be repositioned due to bad measurements. Under fluoroscopy it was noted the helix would not extend. The lead was taken out of the body and tested on the table, but still the helix would not move. A different lead was implanted. No patient complications have been reported as a result of this event.